Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) could not inflate his device. Upon inspection fluid loss was noticed. As a result, the device was explanted and the anesthesia determined it would not be safe for the patient to have a new implant inserted. A new implant maybe inserted at a later date. No additional information was provided.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.